Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer experienced low blood glucose levels and requested replacement of the insulin pump due to the scroll wrap voluntary recall notice. The blood glucose reading was 43 mg/dl, which was treated with juice. No troubleshooting was performed, as this was a past event, and no medical intervention was required. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.